Event description:
While using the endostitch to close a vaginal cuff, the needle broke in half. Five mm of the 10mm needle was able to be retrieved, the other half of the needle remained in the patient after attempts to retrieve the fragment were unsuccessful.